Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s health care professional (hcp) was talking about moving the implant because something to do about the battery needing to be closer to the leads. The hcp wanted an x-ray or MRI to look at the device. The patient stated that they knew how to charge, hot to make it stronger or weaker as needed but they did not want to turn it off for the x-ray because they did not know how to turn it back on. Per the patient they were not really taught how to operate it. It was reported that the talk with the hcp about moving the implant had been last week ((B)(6) 2017). During the appointment on (B)(6) 2017 the manufacturer representative was there to see if the implant was working and had turned something back on and adjusted the strength. It was noted that the patient did not think the manufacturer representative was a part of the conversation regarding moving the implant. There were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.